Event description:
A hospital in another country reported that a humidifier connection tube (the tube that connects the gas flow source ot the humidification chamber) was damaged. A picture of the damaged tube was provided. There appears to be a tear in the tube wall.

Manufacturer narrative:
This a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The photograph was visually inspected. Results: based on previous experience and the photograph provided, the malfunction could have been attributed to the manufacturing process. Conclusions: awaiting return of faulty device before concluding.